Event description:
It was reported that there was an alarm-error code/message. There was no patient involvement.

Manufacturer narrative:
H2: follow-up type - additional / device evaluation h3: device evaluated by manufacturer - additional h6: event problem and evaluation codes - additional h10: additional manufacture narrative - additional the customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pressure sensor harness causing error code 354.6770. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn(B)(6) was performed from date of manufacture 08/01/2016 to present date 10/07/2020, and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was an alarm-error code/message. There was no patient involvement.